Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, groshong single-lumen, 8f are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one groshong catheter segment was returned for evaluation. Visual, microscopic, functional and tactile evaluations were performed on the returned device. The catheter returned measured approximately 19.5cm in length. The proximal catheter segment was not returned. Therefore, the investigation is inconclusive for the reported catheter separation issue as the complete catheter was not returned for evaluation. However, the investigation is inconclusive for the reported migration as supporting evidence of the reported issue is not available. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately five years post a port placemat procedure via right internal jugular vein approach, during removal of the catheter, it was not found under the skin and the torn catheter had strayed into the heart. Reportedly, the catheter was retrieved. The current status of the patient was unknown.

Event description:
It was reported that five years three months and six days post a port placemat procedure via right internal jugular vein approach, the catheter was confirmed to be torn on radiographs. Reportedly during removal of the catheter, it was not found under the skin and the torn catheter had strayed into the heart. Catheter was retrieved. The current status of the patient was unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, groshong single-lumen, 8f are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.